Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product. The issue was determined to be a defect in the product. The defect will be fixed in a later version. Note: this defect was initially assessed as low risk; however, was reassessed based on additional information received on dec 09, 2014.

Event description:
It was reported that beam models and data are renormalized/shifted inappropriately. There was no actual mistreatment reported based on the available information.